Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with recurring incontinence as the device did not work as expected. The system did not provide complete continence. The patient had two cuffs previously implanted which were removed and replaced during the surgery. There were no additional patient complications reported.